Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It is alleged through the filing of a lawsuit that the plaintiff underwent a right hip total arthroplasty on (B)(6) 2012 where she was implanted with a stryker accolade hip. Subsequently, the plaintiff began experiencing discomfort and had to be revised on (B)(6) 2015. It is further alleged that "during surgery, metallosis was found in the bursa of the trochanter".